Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous results for multiple assays generated by the unicel dxc 600i synchron access clinical systems. Four patient samples were tested for the following chemistries: psa, accutni, folate, and ckmb. The initial and repeat results were: patient 1/psa - initial 4.0, repeat - 2.0; patient 2/accutni - initial 13.0, repeat - "normal"; patient 3/folate - initial 2.6, repeat - 0.6; patient 4/ckmb - initial 0.02, repeat - 2.4. The accutni and ckmb results were caught before being reported out of the laboratory. The patient for whom an incorrectly high psa result was reported was redrawn and was referred by his physician for an urology consult.

Manufacturer narrative:
Qc results were within expected ranges. The system was reporting quantity not sufficient "qns" errors indicating insufficient volume pipetted by the closed tube accessing (cta). A field service engineer (fse) was dispatched: the fse checked the cta sample probe for clogs and found that it was occluded. The fse replaced the cta sample probe and performed cta verification tests, which passed. A hardware issue may have contributed to this event.